Manufacturer narrative:
(B)(4).

Event description:
An ophthalmic assistant reported, a patient with corneal haze in the left eye 13 months post prk treatment. The patient reported decreased vision over the last few weeks. The topical steroids were increased. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
Upon additional follow up it was reported the corneal haze of the left eye was noted eight months post treatment. The patient under went a prk enhancement procedure of the left eye 13 months after the initial treatment.